Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 28-32 mm x 3.0-3.5 mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.0 mm x 12 mm quantum maverick balloon catheter was advanced for dilatation. However, upon initial inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation on the strain relief, 144.5cm from the tip. There was blood in the guidewire lumen. The balloon was tightly folded. As the shaft was broke on the strain relief, the hypotube was broken 9mm from the strain relief in order to allow the device to be attached to an inflation device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues were detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon burst.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 28-32mm x 3.0-3.5mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, upon initial inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.